Event description:
It was reported to philips that the device would not turn on. Restarts were attempted but were unsuccessful. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿generator won¿t turn on¿. Review of the log file indicates host-pc did not start up. Later, fse checked the system and confirmed that control room monitors, and flex vision monitor were blank. Fse restarted the pc in m cabinets individually. After restarting, the system was returned to good working condition. The codes were updated based on the investigation outcome.